Event description:
The optic fiber of the dragonfly optis catheter broke inside the patient and another dragonfly optis catheter was used to complete the procedure. Patient's information (e.g. Age, weight, gender, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
Abbott aware date for previous report should be (B)(4) 2018.

Manufacturer narrative:
Product evaluation: the reported event of an imaging issue was confirmed. The results of the investigation concluded that an optical fiber fracture was detected at the lens, consistent with the imaging issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the fracture remains unknown. The dragonfly optis imaging catheter instructions for use (IFU) states that the user should observe all advancement and movement of the dragonfly optis imaging catheter under fluoroscopy. Always advance and withdraw the catheter slowly. Failure to observe device movement fluoroscopically may result in vessel injury or device damage. To assure proper placement do not move the guide wire after the dragonfly optis imaging catheter is in place. The dragonfly optis imaging catheter IFU states that is resistance is encountered during advancement or withdrawal of the dragonfly optis imaging catheter, stop manipulation and evaluate under fluoroscopy. If the cause of resistance cannot be determined or mitigated, carefully remove the catheter from the patient. Based on all the available information this event no longer meets requirements for reporting. A fiber break affecting imaging issues noted during the procedure was considered a malfunction and may result in a minimal delay while troubleshooting to resolve the issue; however, this minimal delay would likely not cause or contribute to death or serious injury if the malfunction were to recur, making the event non-reportable.